Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed and hm3 lvas, serial number: (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including right ventricular assist device placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required a temporary right ventricular assist device (rvad) following lvad implantation. The patient was fragile and underwent calcium sensitizer medication infusions. The pump was stopped manually, and the patient ultimately expired due to right ventricular (rv) failure on (B)(6) 2023. It was reported that the pump operated as intended, and that the patient outcome was not considered to be device or therapy related.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to right ventricular failure. The device operated as intended and the outcome was not considered device or device therapy related. The pump was not explanted.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability no additional information has been provided. The manufacturer is closing the file on this event.